Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. Three days after event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 96 hours, discontinued after14 days), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued after 14 days), and magnex injection (1gm, intraperitoneal, discontinued after 14 days) for peritonitis. Pd therapy was ongoing. The patient was discharged seven days after hospital admission. It was reported the patient was retrained on proper aseptic technique. It was reported that 20 days after event onset, the patient recovered from peritonitis. No additional information is available.